Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "fail to alarm air in line the nurse noted that there was air in the tubing past the device without alarming. The nurse stopped the pump and the air did not reach the patient. Kindly acknowledge no patient involvement or harm was caused as a result of this complaint. Yes. There was patient involvement but no adverse event happened. Please provide the serial number of the pump which was used during this event. (B)(4). What software version is installed on the pump? R11v53. What regarding the air in line is the problem (no alarm/ repetitive alarm/ false alarm)? No alarm and pump did not shut off. Please provide a full detailed description of the treatment settings: a) rate: 55/ml hr. B) vtbi: 360. C) time: 8 hrs. D) mode: cont. E) single air value: off. F) accumulated air value: 0.5 ml. G) which administration set used was (type and lot number): ap403-01 61-125-5g. H) what drug was being administered during the event? IV ig. I) what was the drug concentration 10%. J) what priming method (manual / with pump) was used? Manual. Was the pump placed in a lockbox when the alarm occurred? If so, what type of lockbox (500ml/250ml/100ml)? No. What was the height of the pump, the height of the infusion bag and patient height? About 3 ft of the ground, 5 ft off and patient was sitting on the chair. After the alarm appeared, was the line re-primed? No infusion was finished. Did the alarm occur again after re-priming the administration set? N/a. Was air visibly detected in the line? Yes. How did the staff try to resolve this issue? She stop the pump. Was the issue resolved? Yes. Type of drug:IV ig. Was there a prime performed:yes. Pump or manual:manual. Human harm: no. Need for medical intervention: no. Delay in therapy: no".

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "fail to alarm air in line the nurse noted that there was air in the tubing past the device without alarming. The nurse stopped the pump and the air did not reach the patient. 1. Kindly acknowledge no patient involvement or harm was caused as a result of this complaint. Yes. There was patient involvement but no adverse event happened. 2. Please provide the serial number of the pump which was used during this event. (B)(6). 3. What software version is installed on the pump? R11v53. 4. What regarding the air in line is the problem (no alarm/ repetitive alarm/ false alarm)? No alarm and pump did not shut off. 5. Please provide a full detailed description of the treatment settings: a) rate: 55/ml hr. B) vtbi: 360. C) time: 8 hrs. D) mode: cont. E) single air value: off. F) accumulated air value: 0.5 ml. G) which administration set used was (type and lot number): ap403-01 61-125-5g. H) what drug was being administered during the event? IV ig. I) what was the drug concentration 10%. J) what priming method (manual / with pump) was used? Manual. 6. Was the pump placed in a lockbox when the alarm occurred? If so, what type of lockbox (500ml/250ml/100ml)? No. 7. What was the height of the pump, the height of the infusion bag and patient height? About 3 ft of the ground, 5 ft off and patient was sitting on the chair. 8. After the alarm appeared, was the line re-primed? No infusion was finished. 9. Did the alarm occur again after re-priming the administration set? N/a. 10. Was air visibly detected in the line? Yes. 11. 10. How did the staff try to resolve this issue? She stop the pump. 12. Was the issue resolved? Yes. Type of drug:IV ig. Was there a prime performed:yes. Pump or manual:manual. Human harm: no. Need for medical intervention: no. Delay in therapy: no".